Event description:
It was reported that a different syringe was found in the pack of bd¿ oral dispensing syringes. The following information was provided by the initial reporter: "I would like to raise a supplier compliant regarding a different model of syringe found within amber oral syringe lot 1082858."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-nov-2022. H6: investigation summary: one sample and two photos were provided to our quality team for investigation. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. Potential root causes for the mixed product defect can be associated with inadequate line clearance, parts containment on the neighboring production line and poor design of the printed barrel hopper on the assembly machine which potentially mixes from the material handling system. As corrective actions, quality alert will be issued to manufacturing facility for line clearance activity and adequate part containments. Re-designing also will be performed for protective cover on printed barrel hopper on assembly machine. A device history record review was completed for provided lot number 1082858. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that a different syringe was found in the pack of bd¿ oral dispensing syringes. The following information was provided by the initial reporter: "I would like to raise a supplier compliant regarding a different model of syringe found within amber oral syringe lot 1082858."